Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir did lock in place into the insulin pump. The customer also stated that the rim of the reservoir was came loose the clear part and they taped it. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the insulin pump had cosmetic damage. Troubleshooting was performed for damage. Customer was also reported that the clear plastic part and the o ring came off at the rim of reservoir compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.